Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if this device is available for return and evaluation. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without a response from the health care provider or return of the device for evaluation, we are unable to comment on the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the health care provider, it was learned this device was explanted due to calcification and stenosis. The response indicated "restricted leaflet motion and heavy calcification." It was also learned the mitral valve was replaced with a 27mm bioprosthetic valve and the tricuspid valve was replaced with a 26mm annuloplasty ring. This patient's history included avr, mvr and maze procedure in 2008. Patient tolerated the procedure well. The device is not available for return and evaluation because it was discarded by the hospital. Stenosis can be due to many factors depending on the implant duration including but not limited to: calcification, thrombosis and pannus. In this case, the patient had multiple contributing factors and multiple valve disease. The aortic valve was explanted due to calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 6900ptfx 27mm bioprosthetic mitral valve implanted approximately six (6) years, six (6) months, was explanted due to unknown reasons. No other details provided.